Event description:
A malfunction alarm with the code malf 15 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised that they could continue using the pump and to call back if the malfunction code reappears.